Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter body dried drug blood or foreign material occlusion. (B)(4).

Event description:
It was reported the patient was experiencing less than 50% therapy relief. X-rays were performed. The catheter was explanted and a replacement implanted on (B)(6) 2014. The patient status at the time of this report was alive, no injury. The pump was used to deliver baclofen. Additional information later reported the patient was experiencing loss of therapy and much more spasticity in his lower extremities. There was also a discrepancy in the pump reservoir of having more in the reservoir than expected. The nurse practitioner thought there was an occlusion. The x-rays showed the catheter at t8 and results were inconclusive. The reporter was unsure of what the catheter problem was but there was no cerebrospinal fluid (csf) return when the catheter was disconnected. At the present time, the patient was doing great as they began therapy and the dose was being titrated up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.